Event description:
Procedure performed: gastric bypass. Event description: clip applier fired 3 times, then no more. Surgeon took a new clip applier. Laparoscopic instruments were used. Patient is okay. Information received from applied medical representative via email 30oct23: the trigger could be moved as normal. Patient status: no patient injury. Intervention: surgeon took a new clip applier.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #1495262, was included in the recall.

Event description:
Procedure performed: gastric bypass event description: clip applier fired 3 times, then no more. Surgeon took a new clip applier. Laparoscopic instruments were used. Patient is okay. Information received from applied medical representative via email (B)(6) 2023: the trigger could be moved as normal. Patient status: no patient injury intervention: surgeon took a new clip applier

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.